Event description:
Inappropriate impedance measurement on monitoring system during procedure. The catheter was showing "high" impedence, when there should not have been "high" impedance. The catheter was replaced with a new catheter, and the issue was resolved. No injury came to the patient.